Event description:
It was reported that the gantry drove down on its own. No injury reported. A field engineer was dispatched to the site and determined the system foot switches needed to be replaced. Once this was completed the system worked as intended.